Manufacturer narrative:
Result of analysis: the 2af283 balloon catheter with lot number 25253 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out. External visual inspection of the electrical handle segment showed identified handle shells were not fully locked/closed. The handle/shell clips we not completely engaged. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 40 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 indicating that the safety system detected a compromised outer vacuum. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was carried out. Dissection of the outer-balloon segment and pressurizing the inner balloon identified the inner balloon distal bond was leaking and detached from the shaft. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.4 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the return product inspection due to an inner balloon distal bond detachment, the catheter handle not fully closing and a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced to resolve the issue. When observing the shape of the balloon catheter it was noted that the rod part had an abnormal shape. The case was completed with cryo. No patient complications have been reported as a result of this event.